Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was implanted with his first device in april and it was reported that it seems to be malfunctioning. It was stated that the readings from the physician are abnormal. The patient was referred back to surgery to explore and possibly revise the vns. It was stated that the patient had a procedure recently to open up his wind pipe (not vns related). It was stated that he woke up during the case and pulled the tube out and after that his impedance went up and the lead seemed very close to the surface. The surgeon has chosen to replace the lead. The patient underwent a lead replacement on (B)(6) 2015. It was reported that ever since the patient's windpipe procedure the patient has had some neck pain as well as increase in his cluster seizures. Before this procedure he was doing very well with his vns. There was no high impedance ever reported but the neurologist had communicated to him that the impedance was higher than it usually was at around 3000 which was misinterpreted as a device issue. Since the patient was having the pain and increase in seizures and the impedance, while not high was higher than it had been, the physician decided to replace the lead on (B)(6) 2015. The impedance after the surgery was 1777 ohms.

Event description:
The explanted generator was discarded after surgery and is therefore not available for analysis.